Event description:
Reportedly, a patient's mediport was being accessed. The needle was placed between three bumps on the mediport. The needle was inserted completely with a positive blood return. When the deltec needle was flushed saline was noted to be leaking from what appeared to be where the catheter was fused with the needle. Drainage was noted at the insertion site of the needle. The port was de-accessed and a new needle was used without complication. Reportedly, upon inspection, the initial needle appeared to be cracked. No harm to the patient reported.